Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter and one photograph of a product label were returned for evaluation. An initial visual observation of the first photograph showed three segments of a groshong nxt clearvue catheter in a clear plastic glove. Blood residue was observed within the groshong catheter pieces. One break site was observed to be angled and the other break site was observed to be uneven; however, no further details of either break could be discerned due to the quality of the returned photograph, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that nurse manager from the oncology department at hospital discovered a product malfunction during catheter placement. She promptly removed and replaced the device. Photo sample shows a broken catheter in 3 segments. The catheter was in place for 30 minutes. The breakage occurred at the puncture site and the tunnel exit point. It was retrieved via an interventional capture procedure.